Manufacturer narrative:
Account discussed this with our technician and thinks it is a problem with the siderail side communication cable. Account requested the part number for the communication cable and screw covers. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that when the siderails are up the pulmonary percussion module only alarms at the bed and will not place a call to the nurse station.